Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with the argus ii device on (B)(6) 2018. On (B)(6) 2018, this patient was diagnosed with conjunctival dehiscence in the implanted eye. Intraocular pressure (iop) in the implanted eye was 21 mmhg. The surgeon closed the conjunctival dehiscence with additional sutures. On (B)(6) 2018, recurrent conjunctival dehiscence was observed in the implanted eye and iop in the implanted eye was 30 mmhg. Patient had been on prescribed glaucoma eye drops since (B)(6) 2018. On (B)(6) 2018, conjunctival autograft harvested from the fellow eye was sutured over the conjunctival dehiscence in the implanted eye. On (B)(6) 2018, the surgeon reported that the patient's conjunctiva was fully closed and iop in the implanted eye was 16 mmhg. Patient is continuing the prescribed eye drops. There was no defect or malfunction of the device associated with this event.